Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. The definite root cause cannot be identified. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource producing the smell of smoke is particulate inside the unit igniting caused by improper cleaning. The reported complaint could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) "smells like smoke when turning on." It was also reported that the device was not turning on. The facility's biomedical engineer noted that the terminal fuses were okay and 120v ac was observed coming out from the receptacle. It is unknown under what circumstance the event occurred; however, no patient injury occurred.